Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The issue reportedly started a year ago and progressively became worse. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and used a finger and water to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the reported complaint of the up arrow, down arrow and ok keypad buttons' intermittent response was not duplicated during testing. Testing confirmed that all keypad buttons were responsive to button presses and were functional. The keypad had no visible sign of damage and was found to be intact; no peeling or lifting was observed. No issues were found with the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.